Event description:
A customer reported an error with their continuous glucose monitor, specifically error 42. The report indicated no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information for a pump reset, which resolved the error, and the customer successfully started a new sensor session.